Event description:
Report received from the USA stating that there was a "leak in the hose" of the motor device and it was unk if the leak was air, oil or both. It was unk to the reporter where the exact location of the hole was. It was unk to the reporter if the motor device was used in surgery. The reporter confirmed that there were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all manufacturing specifications. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.